Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector overheated and would not transmit aiming beam and energy. It was reported that no injury occurred to the nurse or physician and the procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) fiber connector overheats. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0 mm and appeared unused. The laser fiber was broken into three pieces: 91 cm of fiber near connector, 34 cm piece of fiber and 180 cm of fiber including the distal tip. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the broken fiber was bright, clear, and scattered. Since the laser fiber was returned broken, effective transmission was not measured. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector overheated and would not transmit aiming beam and energy. It was reported that no injury occurred to the nurse or physician and the procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.